Manufacturer narrative:
No medwatch form received from the user facility. Investigation findings: the product was received at conmed and an investigation is in process. Following completion of the investigation, a follow-up report will be completed. To date, this type of event has not occurred.

Event description:
It was reported that prior to use in a femoral amputation, a loud bang was heard and following, the surgical staff observed the oscillating saw head fly across the operating room. There was no injury or surgical delay as a result of this event. The surgical procedure was completed with another handpiece.